Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. At the time of the report, the customer did not have any additional supplies and stated an air leak test was unable to be performed. During troubleshooting, tandem technical support (cts) stated the blockage is most likely at the site; however, the customer was unable to remove the site to observe the cannula as no new supplies were available. Cts offered to follow up with the customer to perform the air leak test, but the customer declined. The customer's blood glucose level was 360 mg/dl and was addressed with a correction bolus.